Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker experienced a power on reset (por). All previous diagnostic data was erased for unknown reason, and no observations were noted regarding the reset. The patient was brought into the clinic for device interrogation and diagnostic testing performed. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Analysis of the device memory indicated a clinical management alert. If information is provided in the future, a supplemental report will be issued.